Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6) 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the thrombectomy procedure with the target location on the proximal m1 segment of the middle cerebral artery, the 5mm x 33mm embotrap ii revascularization device (et007533 / 21d157av) could not move through the headway® 21 microcatheter (microvention) due to a kink at the transition between the pusher and the actual device that prevented it from going through the y connector from the introducer. This issue was encountered during the attempt at a first pass with the embotrap ii device. The embotrap ii device could not be pushed outside the introducer. There was no kink nor bend on the concomitant microcatheter. The embotrap ii device was prepped and handled in accordance with the instruction for use (IFU). Excessive force was not applied at any time during the procedure. There was no blood flow restriction / reduction as a result of the reported issue; another embotrap ii device as used and it performed as expected. The reported issue did not result in any procedure delay. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the initial examination of the returned embotrap device identified evidence of deformation. Significant deformation of the proximal section of the inner channel and outer cage was observed. This deformation resulted in the effective length of one of the proximal struts shortening, which appears to have led to deformation of the remainder of the device to compensate for this. The body sections of the outer cage show signs of deformation on one side, and the inner channel is pushed out of position leading to the distal expanded struts of the inner channel protruding outside the profile of the outer cage. This deformation also appears to have permanently affected the profile of the device, leading to irregular collapsing of the device during loading into the insertion tool, and difficulty in advancing the device from the insertion tool. No further damage or deformation of the device was noted. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The deformation noted during the visual inspection under magnification is consistent with attempted delivery into a microcatheter against significant resistance. The returned embotrap device was attempted to be passed through a 0.0195-inch inner diamger (ID) tube. The device failed to retract fully, with high forces and resistance experienced as the first body segment entered the flared tube. The irregular collapsing profile of the device was observed during this attempted retraction into the flared tube, with the proximal strut showing the first signs of collapsing irregularly. This indicates that in its current deformed condition the returned embotrap device does not conform to the specification for compatibility with 0.021-inch microcatheters. Device insertion and delivery assessments were performed using the returned embotrap device and sample 0.021-inch microcatheters. The returned embotrap device failed to advance from the insertion tool during this assessment. Difficulty in advancing the device had been observed throughout the investigation and it appears repeated loading and unloading of the device into an irregular collapsed profile during the investigation led to lock-up of the device within the insertion tool. Device insertion and delivery assessments were also performed using sample embotrap devices and a sample headway 21 microcatheter. These assessments demonstrated that failure to seat the insertion tool correctly can result in failure to deliver the device through the headway 21 microcatheter hub. Device damage similar to that observed on the returned device was recreated by advancing the device against significant resistance while loading into the microcatheter hub with poor seating of the insertion tool. A review of the device history records (DHR) confirms that there were no issues with the assembly of the lot 21d157av (sub and top assembly). There were no nonconformance's related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Conclusion: the returned embotrap device exhibits key characteristics which are consistent with advancement of the device against significant resistance. Visual inspection of the device showed evidence of significant kinking of the proximal struts of the device, and deformation of the body segments and distal section of the device. Deformation present on the proximal sections of the device has impacted the collapsing profile of the embotrap device resulting in difficulty in advancing the embotrap device from a collapsed state. A visual examination of the microcatheter used during the complaint event was not possible as the microcatheter used during the complaint event was not returned for examination. Deformation similar to that observed on the returned device was recreated through advancement of a sample device against resistance in a sample headway 21 microcatheter. Based on assessments carried out as part of this investigation, a probable root cause of the complaint event is failing to maintain correct seating of the insertion tool either initially or through the rotating hemostasis valve (rhv) seal not being fully tightened thereby allowing some movement of the insertion tool in the rhv during device delivery. As demonstrated, attempting to deliver the embotrap device without fully seating the insertion tool can result in failure to deliver in the microcatheter hub. Attempts to deliver the device against the resistance caused by poor seating of the insertion tool can also result in damage similar to that observed on the returned device. Successful delivery of an undamaged embotrap device when fully seated in a headway 21 microcatheter was confirmed during this complaint investigation. There is no indication that this complaint was as a result of a defect with the embotrap device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as other in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the device history records (DHR) confirms that there were no issues with the assembly of the lot 21d157av (sub and top assembly). There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the thrombectomy procedure with the target location on the proximal m1 segment of the middle cerebral artery, the 5mm x 33mm embotrap ii revascularization device (et007533 / 21d157av) could not move through the headway¿ 21 microcatheter (microvention) due to a kink at the transition between the pusher and the actual device that prevented it from going through the y connector from the introducer. This issue was encountered during the attempt at a first pass with the embotrap ii device. The embotrap ii device could not be pushed outside the introducer. There was no kink nor bend on the concomitant microcatheter. The embotrap ii device was prepped and handled in accordance with the instruction for use (IFU). Excessive force was not applied at any time during the procedure. There was no blood flow restriction / reduction as a result of the reported issue; another embotrap ii device as used and it performed as expected. The reported issue did not result in any procedure delay. There was no report of any patient adverse event or complication.